Event description:
The following has been reported: biomed reported: "pump problem/error code". Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a mechanical hardware failure. Pump displayed a red pump service alarm after powering on. Log files were reviewed and found multiple air compressor failures. The device was opened to inspect for internal damage. Damage was identified on the positive airflow barb on the compressor. This was confirmed to be the cause of the compressor failures when a new compressor was installed in the device and completed an infusion successfully. The original air compressor was inserted back into the device without the pneumatic tubing installed for easier access during the repair process.